Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged headache,sore throat and eye pain. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on apr 05, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging alleging an issue related to a CPAP device's sound abatement foam.patient alleged headache, sore throat and eye pain. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer verified the device provides airflow using a known good power supply. Manufacturer during the investigation manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector. An unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. A hairlike substance was observed inside the bottom enclosure. A contaminate consistent with keratin was observed on the blower box. ER-2243857 v01 addresses the issue of keratin. The device's downloaded event log was reviewed by the manufacturer and found 2 errors. The manufacturer concludes that there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.manufacturer was not able to confirm the complaint or address the symptoms specified. In this report, sections d9, g3, h3, and h6 have been updated or corrected.